Event description:
I have ended up with a sinus infection that required antibiotics. I have had severe headaches since being forced to wear these masks.. I have used my inhaler more than normal. Wearing masks have caused this. The end of (B)(6) 2020 I became very sick. The day before we had been doing a lot of shopping and it was warm out and having to wear these masks was not a good thing. FDA safety report ID# (B)(4).